Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress .

Event description:
This is a case reported from baxter (B)(4). A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. It was reported that for several (unknown amount) days during night therapy the home patient (hp) received the alarm so the hp would stop therapy and do a manual exchange in the morning when he woke up. The hc unit was operational. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.